Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the pannus could not be determined. However, patient factors may be a contributing factor. There was no indication a product deficiency contributed to this adverse event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliated in the (B)(6) and via social media, approximately 1 year post implant of a 20mm sapien 3 valve in the aortic position, pannus was observed on CT at the lvot/valve junction with concentric narrowing. The patient was started on anticoagulation therapy for 9 months, but the pannus was not reduced. The patient was ¿breathless¿. An echo performed 1 year and 10-month post implant showed severe aortic stenosis due to the pannus. The peak gradient was 58mmhg and mean gradient was 33mmhg. On CT, the pannus was still present and encroaching on the lumen. Therefore, approximately 3 months later, a 23 mm non-edwards valve was implanted with good outcome. The patient was discharged. As per medical opinion, the root cause of the event was rare tissue overgrowth after initially excellent valve function.

Manufacturer narrative:
Section b3 was corrected. The pannus was observed in (B)(6) 2019. The exact date of the event was not provided, therefore, (B)(6) 2019, was selected as the occurrence date.